Event description:
The MFR rep reported during closure of a neurostimulator implant, the pt coded and the hospital team initiated extensive resuscitation efforts. These efforts proved unsuccessful and the pt died. An autopsy is scheduled. Add'l info has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR f/u report will be sent to FDA if add'l info is rec'd.